Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the top of the septum during use. The following information was provided by the initial reporter: the time of the incident is uncertain. After connection, the septum was found to be cracked and leaking.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the top of the septum during use. The following information was provided by the initial reporter: the time of the incident is uncertain. After connection, the septum was found to be cracked and leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte. During the visual examination, it was observed that the top disk had been damaged. Through the microscopic examination, the unit revealed the septum had two tears originating from a gap in the septum wall. It was also observed that the septum had separated from the top body despite residue being present indicating that there was a bond initially. Historical testing shows that this damage will allow for leakage. Based on this evidence, the reported issue was confirmed. This type of damage can occur during the manufacturing process as well as the clinical environment therefore a root cause was unable to be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.